Event description:
It was reported that when the patient presented in-clinic for a routine follow-up, an alert due to premature eri was noted. It was also reported that there was difficulty establishing communication. The device was explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion to eri was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below expected limits. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.